Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The physician reported that the pump was placed via the left axillary using the direct approach. The physician reported a dissection of the left axillary artery, possibly related to the failed insertion. No further information was available other than plans were in place to wean the patient on (B)(6) 2024.

Manufacturer narrative:
D6b explant date unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.